Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pfa catheter was selected for use. The physician had difficulties canulating the right sided veins, and several spline inversions occurred during this process. The guidewire had returned and was no longer advanced past the catheter, the physician did not notice and attempted to deploy from flower configuration to basket configuration without the guidewire. After this occurrence, the guidewire was unable to move smoothly, and the catheter was taken out of the patient. It was observed that the guidewire was externalized outside of the splines and no longer through the center of the distal end. The catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device is expected to return for laboratory analysis. It was further reported that during retraction of the catheter, the sheath was deflected approximately 30-degrees. The spline inversion occurred while attempting to cannula the right superior pulmonary vein (rspv), but after successful ablation treatments of the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). The spline inversion was unable to be corrected while the catheter was in the patient. The splines were visually inverted outside of the patient, but the catheter splines were able to be manually corrected. The catheter was able to be withdraw from the patient successfully. The catheter was received for analysis and investigation is still in progress.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pfa catheter was selected for use. The physician had difficulties canulating the right sided veins, and several spline inversions occurred during this process. The guidewire had returned and was no longer advanced past the catheter, the physician did not notice and attempted to deploy from flower configuration to basket configuration without the guidewire. After this occurrence, the guidewire was unable to move smoothly, and the catheter was taken out of the patient. It was observed that the guidewire was externalized outside of the splines and no longer through the center of the distal end. The catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device is expected to return for laboratory analysis. It was further reported that during retraction of the catheter, the sheath was deflected approximately 30-degrees. The spline inversion occurred while attempting to cannula the right superior pulmonary vein (rspv), but after successful ablation treatments of the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). The spline inversion was unable to be corrected while the catheter was in the patient. The splines were visually inverted outside of the patient, but the catheter splines were able to be manually corrected. The catheter was able to be withdraw from the patient successfully. The catheter was received for analysis and investigation is still in progress.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was noted that the guidewire was inserted into the catheter. The guidewire lumen was no longer adhered to the tip of the spline cage with the guidewire stuck. Important to mention that the splines were observed in good condition. An attempt was made to advance and withdraw the guidewire through the device, but the attempt was unsuccessful. The deployment mechanism was felt damaged due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The catheter was dissected to locate the source of the inability to insert a guidewire. Dissection revealed that a small part of the guidewire was still stuck in the distal end of the guidewire lumen. Additionally, some tissue and dried blood were observed on that piece of stuck guidewire.